Event description:
Pt was injured when she fell off a transport stretcher, as a result of the siderail giving way. Interviews with nursing personnel involved, indicated that the rail made a clicking noise as if locked, but gave way when any weight was placed against it. As a result of the fall, the pt fractured some ribs.